Manufacturer narrative:
Additional information: d5.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the right ventricular (rv) lead was confirmed to be dislodged via x-ray imaging. The rv lead was repositioned successfully. The patient was stable.